Event description:
Allergic reaction [allergic reaction] ([injection site joint redness], [injection site swelling], [edema knees], [knee pain]), synvisc one used to increase the joint knee lubrication [device use in unapproved indication]. Case narrative: upon internal review on 17-may-2019, this case initially assessed as non serious was upgraded to serious as event of allergic reason was updated to serious (seriousness criterion: intervention required). Initial information received on 11-may-2019 regarding an unsolicited valid serious case received from consumer (patient's husband) from (B)(6). This case is linked to cases (B)(4) (cluster). This case involves a (B)(6) female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) to increase the joint knee lubrication (device used for unapproved indication) and after 1 day experienced an allergic reaction. The patient's vaccination(s) and family history were not provided. Patient had received synvisc one 3 years ago in 2016 and did not experience any previous adverse event to the product. Medical history included knee issues and displacement of patella. On (B)(6) 2019, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 1 df, once (lot - unknown) to increase the joint knee lubrication (device use in unapproved indication). Information on batch number was requested. It was reported that the patient received synvisc one to increase the joint knee lubrification due to a patellar displacement, in the left knee, however on (B)(6) 2019 the patient started to experience reactions in which redness, swelling, significant edema and intense pain, in this same day, the patient was taken to the prescriber which reported that the patient experienced an allergic reaction. As corrective treatment, the patient's physician prescribed two injections of betamethasone dipropionate (diprospan) and an unspecified anti-inflammatory to be taken every 12 hours. The patient did not notice any significant improvement of these symptoms. The medication was not discontinued due to the event. On an unspecified date, the patient underwent to a magnetic resonance imaging, the result would be available on (B)(6) 2019. The patient's physician was aware of this case. The reporter authorized contact with him, however it was not reported if the reporter authorized contact with the patient's physician. No further information was provided. Patient was prescribed two injections of betamethasone dipropionate and an unspecified anti-inflammatory to be taken every 12 hours for allergic reaction. The patient outcome is reported as not recovered for allergic reaction a product technical complaint was initiated on 17-may-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: intervention required for allergic reaction. Additional information received on (B)(6) 2019. Upon internal review, case was upgraded to serious. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Allergic reaction [allergic reaction] ([injection site joint redness], [injection site swelling], [edema knees], [knee pain]); synvisc one used to increase the joint knee lubrication [product use in unapproved indication]. Case narrative: upon internal review on 17-may-2019, this case initially assessed as non serious was upgraded to serious as event of allergic reason was updated to serious (seriousness criterion: intervention required). Initial information received on 11-may-2019 regarding an unsolicited valid serious case received from consumer (patient's husband) from brazil. This case is linked to cases (B)(4) and (B)(4) (cluster). This case involves a 45 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) to increase the joint knee lubrication (device used for unapproved indication) and after 1 day experienced an allergic reaction. The patient's vaccination(s) and family history were not provided. Patient had received synvisc one 3 years ago in 2016 and did not experience any previous adverse event to the product. Medical history included knee issues and displacement of patella. On (B)(6) 2019, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 1 df, once (lot - unknown) to increase the joint knee lubrication (device use in unapproved indication). Information on batch number was requested. It was reported that the patient received synvisc one to increase the joint knee lubrification due to a patellar displacement, in the left knee, however on (B)(6) 2019 the patient started to experience reactions in which redness, swelling, significant edema and intense pain, in this same day, the patient was taken to the prescriber which reported that the patient experienced an allergic reaction. As corrective treatment, the patient's physician prescribed two injections of betamethasone dipropionate (diprospan) and an unspecified anti-inflammatory to be taken every 12 hours. The patient did not notice any significant improvement of these symptoms. The medication was not discontinued due to the event. On an unspecified date, the patient underwent to a magnetic resonance imaging, the result would be available on (B)(6) 2019. The patient's physician was aware of this case. The reporter authorized contact with him, however it was not reported if the reporter authorized contact with the patient's physician. No further information was provided. Patient was prescribed two injections of betamethasone dipropionate and an unspecified anti-inflammatory to be taken every 12 hours for allergic reaction. The patient outcome is reported as not recovered for allergic reaction. A product technical complaint was initiated on 17-may-2019 for synvisc-one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: intervention required for allergic reaction. Additional information received on 17-may-2019. Upon internal review, case was upgraded to serious. Investigation summary received and ptc results added. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 17-may-2019, the event coding was updated from device use issue to product use in unapproved indication.